Event description:
It was reported that the device reached early elective replacement indicator (eri) status and the left ventricular (lv) output was high. The device was explanted and a new device implanted. It was also noted that the lv lead had increased threshold after an aortic valve (aov) procedure and was not capturing at the time of the device change out. The lead could not be explanted because the proximal lobe would not undeploy completely and the lead was fixed to the wall in the superior vena cava (svc). The lv lead was capped and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.